Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and has been analyzed. On (B)(6) 2010, a power on reset occured along with a patient alert for a device circuit error.

Event description:
It was reported that the device experienced a power on reset. The patient had been receiving radiation therapy in the recent past. The device is still in use. No patient complications have been reported as a result of this event.